Event description:
The technician alleged CPR was intermittent.

Manufacturer narrative:
Technician repaired and cleaned switch to fix. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.